Manufacturer narrative:
Sc-1110-02 sn (B)(4) device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient's ipg was very hot after charging. It was also reported that the patient experienced a burning sensation on the ipg site when charging the ipg and had a bit of redness at the ipg site. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post operatively.

Event description:
A report was received that the patient's ipg was very hot after charging. It was also reported that the patient experienced a burning sensation on the ipg site when charging the ipg and had a bit of redness at the ipg site. The patient underwent an ipg replacement procedure per physician's preference. The patient was doing well post operatively.